Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing. It was noted that the tail end of the qrs complex was being sensed. Further information was requested however, was not provided.